Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational and passed a system checkout. The representative went through proper registration techniques and emitter placement with the site.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that site had issues with the registration via the tracer. Site was unable to collect points on the patient closer to the emitter. Site used the emitter attached to a vertek arm attached to a three-legged stand. Vertek arm was doubled up and the two arms were folded on top of one another. Surgeon aborted the use of navigation after multiple failed attempts to pass tracer. Procedure completed without navigation. Onsite representative tested the system and was unable to replicate issue. There was no impact to patient. There was a reported delay to the procedure of 15 minutes due to this issue.